Event description:
The pt received two peripheral leads (off-label use) with the same lot number. It was reported the pt had erosion at the lead incision site next to the left shoulder blade. It was reported there were no signs of infection. It was reported the physician opted to surgically repair and close the incision on (B)(6) 2013. There were no further complaints regarding the incision on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.